Event description:
A customer contacted baxter (B)(4) regarding a leak from a minicap transfer set. The customer stated that liquid could not be stopped even after closing the clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This complaint for leak was confirmed because during the sample evaluation; however, no root cause could be determined. Received one used set with no cap on dark blue connector and no cap on patient connector in reference to leak. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted during clamp function and no tubing leak noted. Set was visually inspected and noted that one of the occluder feet was broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overworking.